Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage was noted. The 80% stenosed lesion was located in a mild to moderately calcified and mild to moderate tortuous saphenous vein graft to the right coronary artery. When the physician attempted to advance the 2.75x16mm taxus liberte stent through a previously restenosed stent (non bsc) it got hung up and could not cross the lesion. When the stent was removed it was noticed that the stent strut was lifted. The device was removed intact. The physician then used an apex balloon and predilated the lesion and crossed with another of the same size stent. The pt status is listed as fine with no complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant info from that review, a supplemental medwatch will be filed.